Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted. Customer changed the cartridge and infusion set.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.